Event description:
It was reported the xenon light source had no image. The issue occurred during preparation for use. There were no reports of any delays, injury, or death. The patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. The probable cause of no image occurred due to a faulty scope socket. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.